Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver will boot and charge. The download review showed no errors found. Found pairing failure in the log within the investigation window. Found no screen out of range alarm in the log. Perform pairing tests. Pas. Run receiver functional test. Pass. The reported event of loss of connection was not confirmed. The root cause could not be determined.